Manufacturer narrative:
The insulin pump was received with broken end cap. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify download carelink due to broken end cap. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery alarm. The customer's blood glucose was 292 mg/dl at the time of incident. The customer stated that the insulin pump was dropped and piece came off from the battery compartment. The customer stated that they had to put tape on the battery compartment. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.